Event description:
It was reported that customer is routinely seeing holes in sterile probe cover (pc1293) during procedures, typically near distal end of probe toward end of case. Issue occurs approximately 25% of the time when using magtrace/endomag and scout probes. Covers are inspected before use; defect noted after placement. No patient injury reportedno patient injuries, infections, or complications were reported.

Manufacturer narrative:
Customer reports routinely seeing holes in sterile probe cover pc1293 during procedures, typically near distal end of probe toward end of case; occurs ~25% of time when using magtrace/endomag and scout probes. Covers inspected prior to use; defect noted after placement. Returned sample from same lot did not exhibit holes. Device history record and manufacturing controls reviewed; no nonconformances identified. Based on usage context and timing, potential use-related contribution (misuse) considered most likely; specific mechanism not confirmed. Risk assessed as low (clinician inconvenience). No field actions required; internal awareness issued.